Event description:
It was reported that the closure device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The initial deployment was more anterior, straight into the back wall of the laa and had a shoulder. The physician tugged and the closure device came out on the first try. A second deployment was more posterior but the physician could not position the device around the bend of the posterior broccoli and there was a gap on the mitral side. The physician decided to reposition the was and was then able to be more posterior to the back wall with the deployed closure device. The physician performed three (3) tugs, and the closure device was anchored properly. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One (1) day post procedure the patient was brought back into the hospital because of low blood pressure and discomfort. A transthoracic echocardiogram was performed and the imaging showed that the closure device had shifted. The patient then underwent a transesophageal echocardiogram (tee) imaging procedure which confirmed the closure device had shifted. The physician planned to monitor the patient for 24 hours to assess any device shift or change. No complications were reported to have occurred as a result of this event.